Event description:
It was reported that the patient spoke to their health care practitioner and was diagnosed with a skin infection. The site had pus draining out. For treatment, the patient was prescribed the antibiotic cephalexin at 500 mg to take 2 times daily for 7 days. The pod was worn between 36 and 48 hours on the arm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
The device was received fully deployed. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause infection and no issues were found. Although the investigation found no evidence of any damage, the exact cause of reported infection could not be conclusively determined.